Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient had some undersensing on the ventricular channel for low-level ventricular fibrillation. The device did, however, charge up and deliver appropriate therapy without being delayed by the undersensing. Dft testing and reprogramming were recommended.